Manufacturer narrative:
Blocks d4, h4: the complainant was unable to report the batch/lot number of the device; therefore, the manufacture date and expiration date are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f1905 captures the reportable event of mesh revision surgery.

Event description:
It was reported that during a follow-up visit, the physician found that the original obtryx halo sling had been positioned too close to the bladder neck, and the patient continued to experience urinary incontinence. An additional surgery using new obtryx halo sling was done to remove about six centimeters of the original sling. No patient complications were reported.